Manufacturer narrative:
Supplemental to report to provide the two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03569 and 2015691-2021-03955. Investigation is ongoing.

Manufacturer narrative:
The previous supplemental report incorrectly indicated that the 'investigation is ongoing". However, there is no new information to report. All available information was previously submitted.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the event was unable to be determined, but was likely due to patient factors (fragile aorta). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This individual report provides data received from the thv/tvt registry. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 29 mm sapien 3 valve was deployed in the aortic position via transfemoral approach. During withdrawal of the commander delivery system through the esheath the balloon became stuck inside the sheath and separated. A surgical cut down was performed in the right external iliac to remove the devices. Upon removal of the devices, an aortic dissection was observed below the ostium of the left coronary artery. The patient was taken for emergency open heart surgery where the sapien 3 valve was explanted and replaced with an edwards lifesciences surgical magna valve. During surgery the patient decompensated and expired.